Event description:
The following was reported to davol: it was reported that during a procedure, the sepra coating of the ventralight st mesh was noted to be coming off when being introduced into the trocar. Contact states the mesh was not cut prior to insertion and was hydrated per the prescribed method. Reported nothing unusual was noticed during preparation of the mesh. Mesh was removed from the trocar when the gel was noticed to be coming off. As reported there was no pt injury as a result of this event.

Manufacturer narrative:
The sample was returned to bard for eval. The sample was evaluated and confirmed for the reported condition as a portion of the sepra coating was found to be separated / missing along the edge of the ventralight st mesh. No other anomalies were noted to the device. It is possible that the separation of the sepra coating from the ventralight st mesh may have occurred during handling and preparation for insertion or when being placed thru the trocar. A review of the mfg records confirms that this lot was manufactured to specification. This is the only reported complaint for this mfg lot of 367 units to date. At this time no definitive conclusions can be made. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.